Manufacturer narrative:
The pacemaker and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had been exhibiting an increase in pacing impedance measurements since (B)(6); however, they had remained in range. When the patient was admitted for an av node ablation, the pacemaker was checked and revealed that the pacing impedance measurements were above 2,000 ohms. In addition, the pacing threshold measurements had also increased and the heart failure trend had only recorded measurements in (B)(6). An x-ray was performed but the results were inconclusive. A revision was performed and the rv lead was disconnected from the pacemaker and measurements taken on the pacing system analyzer (psa) yielded normal measurements. The rv lead was re-inserted into the header and measurements taken with the pacemaker were also in normal range. The physician stated that the clinical observations were due to the rv lead's terminal pin not being fully inserted into the device header, which was now resolved. The ablation procedure was able to be successfully completed as well. No additional adverse patient effects were reported.